Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a 45-day follow up transesophageal echocardiogram (tee) procedure. The images showed that there was a 3mm leak present. The patient had a one (1) year follow-up tee procedure. The images showed that there was a 5mm leak present. The patient had a two (2) year follow-up tee procedure. The images showed that there was an 8mm leak present. The physician used vascular plugs to treat the leak that was present. There were no patient complications or consequences as a result of this event.

Manufacturer narrative:
B3: event date - estimated as (B)(6) 2023 as the 2-year follow-up was reported to have occurred in (B)(6) 2023.